Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during pre-implant testing, after device setting, a code 1005 was observed. The device was not implanted and a replacement device was successfully implanted. No adverse patient effects were reported.